Event description:
It was reported by the rep that the hp052 was giving a solid tone when hooked up to the generator. The hosp has had the handpiece for about 4 months and has been working fine. Upon inspection of the handpiece it is free of any visible damage. The case was completed by using a different handpiece. The or time was extended by 5 minutes.